Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 1,000 mg/dl. The caller was unsure of how long the customer was disconnected from the insulin pump, but it was not in use at the time of the event. The infusion set had come out from the insertion site. The customer was treated with an insulin drip. The insulin pump was not replaced or returned for analysis.